Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Unable to verify the motor error alarmed due to keypad damage. However, motor was test outside of the device and passed the motor tests. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was performed. The device was returned for analysis.